Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of device. The reportable event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU). IFU states the detection method in evis exera ii duodenovideoscope olympus tjf type q180v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis exera ii duodenovideoscope olympus tjf type q180v reprocessing manual chapter 5 reprocessing the endoscope(and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material in the forceps elevator. There was no patient involvement.